Manufacturer narrative:
G2: the country of the event is japan. G4. Please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4). H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having a balloon kypho plasty spinal therapy to l1. It was reported that cement was mixed, but it hardened significantly in about 3 minutes and could not be injected from the mixer into the syringe. After 8 minutes, the cement could not be pressed, and it could not be injected at all with the bfd. Since the procedure had not yet reached the stage for cement injection, new cement was prepared and used. The operation was completed without any issues. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information received from the manufacturer representative that the event occurred at the back table in the op time frame and no health impact to the patient.